Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. Labeling indicates that the dexcom cgm system is not approved for use in children or adolescents, pregnant women or persons on dialysis.